Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the mist/haze issue, and system risk analysis (sra). The oil mist filter was not returned for further evaluation. The assignable cause of the mist/haze is likely due to the oil mist filter. The facility biomed replaced the part and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
Upon follow-up, the customer confirmed that the biomed at the facility replaced the oil mist filter to resolve the mist/haze issue and the unit was returned to service. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the mist/haze issue for the sterrad® 100nx unit was reviewed for the prior six months from open date and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." Asp complaint ref #: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
While onsite, an asp representative observed a "mist/smoke" or haze emitting from the customer's sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to discontinue use until the unit was serviced. This event is being reported as a malfunction report subsequent to a serious injury.